Event description:
It was reported that the housing of a low volume folfusor had leaked. The leak was reported to be from an unknown location on the housing. This occurred during filling with a nacl solution. There is no report of patient involvement or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.